Event description:
It was reported the patient underwent a cervical fusion procedure rhbmp-2. The patient did well immediately post-op. A few months post-operatively, the patient's condition worsened. The patient developed bone spurs in the neck, and new bone which pressed on the spinal cord, causing " indescribable and unrelenting" pain. The patient has since undergone three surgeries in an attempt to relieve the pain. The patient reports shaking, numbness and weakness in his arm/hand, and has limited mobility. The patient is currently being treated with painkillers, narcotic painkillers, muscle relaxers, sleeping pills and anti-depressants. No additional complications have been reported.

Event description:
It was reported that the patient underwent a cervical spinal surgery to re-fuse the degenerated vertebrae in the cervical spine using rhbmp-2/acs at the c4-c7 levels. Reportedly, as a result of this surgery the patient was diagnosed with nerve damage, spinal cord damage and other unnamed complications. In an attempt to relieve these complications, it is reported that the patient has undergone several undefined corrective surgeries on his cervical spine including fusions at the c3-4 level and c7 level. The reporter states that as a result of the fusion surgery, the patient is left in intractable pain forcing him to close his business and prohibiting him from obtaining and continuing full-time employment and normal life activities.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2009: the patient underwent revision anterior cervical fusion c4-c7, with plate removal, re-instrumentation with discectomy c4-c and possible corpectomy using rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.